Event description:
In 2008: spontaneous, serious (lot #m2489a8). A sales rep reported the following info: (teva) was spiked into a pharmacy prepared IV admixed chemo, taxol (paclitaxel), non-teva drug, manufacture unk, therapy IV bag of solution then sent to the chemo therapy infusion center. In preparation for infusion of the admixed infusion, nursing added v1921 to the end, then added a blunt cannula clip lock to the end of device(bbraun) to facilitate insertion into the split septum of the injection site on a horizon pump primary IV administration set. Then nursing proceeded to infuse the pharmacy prepared admixed chemo therapy". The unidentified pt "became unconscious after start of the infusion requiring transport from the out-patient oncology infusion center to the acute care hospital for admission." The sales rep also added, the employee stated on (date of incidents) nursing requested that pharmacy not close the clamp on product because it was to hard to open. Pharmacy honored nursing request. Pharmacy prepared admix chemotherapy solutions with the clamp open on product thinking that the luer lock attachment on the spike had a one-way valve. Outcome not provided. Teva medical opinion: teva device did not malfunction.